Event description:
It was reported that difficulties were encountered during a direct stenting procedure to treat a lesion in the left vertebral; an ipsilateral approach was used. It was not possible to cross the lesion, which was located in a heavily calcified, severely tortuous vessel. The stent caught on the guide catheter as the stent delivery system (sds) was withdrawn, and dislodged; a snare device was used to retrieve the stent from the peripheral anatomy. Predilatation was then performed, and a second stent was deployed without incident. The pt tolerated the procedure well.